Event description:
Used icy hot heat therapy air-activated heat- back which caused a rash that looked like a burn and left a scar. Frequency: twice a day, route: top. Dates of use: once or twice a day in 2007. Diagnosis or reason for use: pulled back muscle. Event abated after use stopped or dose reduced? Yes.